Manufacturer narrative:
Investigation summary ==> it was reported that a patient underwent left atrial tachycardia (at- left) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a carto® 3 system and suffered cardiac tamponade requiring pericardiocentesis. During the procedure there was noise on the distal end of the thermocool® smart touch¿ bi-directional navigation catheter. The cables were exchanged twice, and the catheter was exchanged to a thermocool® smart touch® sf bi-directional navigation catheter. The issue persisted. A biosense webster, inc. Representative was called for further troubleshooting. The caller was advised to disconnect the direct connect cable from the patient interface unit (piu) then plug it back in. The pacing channels were turned off and the noise was still persistent. The caller was advised to disconnect the intracardiac (ic) direct cable to the ge and to plug it back in. The noise persisted. The caller is going to call the local field service engineer (fse) for further troubleshooting and call back. The caller called back advising that changing out the catheter cable did not resolve the issue and that changing out the catheter resulted in a catheter sensor error. The catheter was change again (3rd catheter) thermocool® smart touch® sf bi-directional navigation catheter, which then resulted in the noise persisting. Disconnecting the generator cable did not resolve the issue. Changing out the generic intracardiac (ic) out cable did not resolve the issue. The caller stated that there was a red light on the back of the patient interface unit (piu) that was intermittently blinking. The issue was eventually resolved by replacing the ECG card. Later in the procedure the patient developed a pericardial effusion. A pericardiocentesis was performed in which 320 cc of fluid was removed from the pericardial space. The patient was stabilized and transferred to the cardiac care unit (ccu) for observation. The device was visually inspected, and it was found in good condition. The catheter was then tested for magnetic issues, force issues, electrical issues, temperature issues, deflection functionality, and irrigation functionality. The catheter passed all specification and no issues, errors or anomalies were found during testing. A manufacturing record evaluation was performed for the finished device 30252223m number, and no internal actions related to the complaint was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Initially, it was reported that biosense webster manufacturer's reference number (B)(4) had two complaints that were related to the same incident. The carto® 3 system (manufacturer report number: 2029046-2019-03843) was reported for ¿h6. Device codes¿ of ¿1036/signal artifact¿ and the thermocool® smart touch® sf bi-directional navigation catheter (manufacturer report number: 2029046-2019-03844) was reported for ¿h6. Patient codes¿ of ¿2226/cardiac tamponade¿. After an internal review on may 7, 2020, a correction was noted for the carto® 3 system as the signal issue was originally assessed as not MDR reportable since the risk to the patient was low. There was no indication that the physician was left without any ECG sources to monitor the patient as only the distal signals of the ablation catheter were affected. Therefore, a correction to the signal issue is necessary to not reportable under the carto® 3 system (manufacturer report number: 2029046-2019-03843). The patient event of the cardiac tamponade remains reportable only under the thermocool® smart touch® sf bi-directional navigation catheter (manufacturer report number: 2029046-2019-03844). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30252223m number, and no internal actions related to the complaint was found during the review. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent left atrial tachycardia (at- left) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a carto® 3 system and suffered cardiac tamponade requiring pericardiocentesis. During the procedure there was noise on the distal end of the thermocool® smart touch¿ bi-directional navigation catheter. The cables were exchanged twice, and the catheter was exchanged to a thermocool® smart touch® sf bi-directional navigation catheter. The issue persisted. A biosense webster, inc. Representative was called for further troubleshooting. The caller was advised to disconnect the direct connect cable from the patient interface unit (piu) then plug it back in. The pacing channels were turned off and the noise was still persistent. The caller was advised to disconnect the intracardiac (ic) direct cable to the ge and to plug it back in. The noise persisted. The caller is going to call the local field service engineer (fse) for further troubleshooting and call back. The caller called back advising that changing out the catheter cable did not resolve the issue and that changing out the catheter resulted in a catheter sensor error. The catheter was change again (3rd catheter) thermocool® smart touch® sf bi-directional navigation catheter, which then resulted in the noise persisting. Disconnecting the generator cable did not resolve the issue. Changing out the generic intracardiac (ic) out cable did not resolve the issue. The caller stated that there was a red light on the back of the patient interface unit (piu) that was intermittently blinking. The issue was eventually resolved by replacing the ECG card. Later in the procedure the patient developed a pericardial effusion. A pericardiocentesis was performed in which 320 cc of fluid was removed from the pericardial space. The patient was stabilized and transferred to the cardiac care unit (ccu) for observation. There was no information provided on extended hospitalization. The magnetic sensor error was assessed as not reportable. The incidence of magnetic sensor error was easily detected by the user. The catheter was inoperable, since it could not be visualized on the carto 3 system. The user had to replace the catheter. The potential risk that it could cause or contribute to a serious injury or death was remote. On october 18, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, there was no damages or anomalies that were observed.